Event description:
The stapler, it locked up and would not pull away from the tissue. We retrieved another stapler and the same issue occured, which is when saw both staplers had the same lot# m9c79r. Brought in another stapler with a different lot number and had no issues completing the case. Reference report mw5166212.